Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. During troubleshooting with tandem's technical support, it was determined that the customer was not connecting the infusion set to the cartridge patient line during the fill tubing process. The customer reportedly would fill tubing for the patient line, then connect luer lock to the infusion set. The customer's blood glucose level was in the high 100's (mg/dl). The customer indicated that they would take additional insulin via the pump.